Event description:
Caller reported an error with continuous glucose monitor, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions for resetting the pump, and the caller planned to reset it and get back in touch if the issue continued.